Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the implant charge was supposed to last 3 days and it did not even last a day and a half. They had to keep charging it. When they tried to charge it with the machine it kept going to excellent connection and when patient sat in their chair it went to nothing. The issue had been going on since implanted. Patient was in really bad pain this morning and patient representative put the therapy on and patient did not feel it until they got it up to 7.3. Patient said they felt it in their legs when patient representative turned it on. Reviewed charging frequency depends on usage and settings. Redirected to healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they were told the patient would have to recharge the implant every 3 days, but they are having to charge the patients implant more like every 1.5 days now. Agent reviewed how charge frequency is usage based, and redirected caller to healthcare provider if caller wanted to discuss further. Caller was unsure as to when the issue first began, as everything was still such a learning process. Caller stated they were not sure if they were getting the patients equipment and implant fully charged at first as they were learning how to use equipment.